Manufacturer narrative:
The lariat® snare is an electrosurgical device designed to be used to endoscopically grasp, dissect, and transect tissue during gastrointestinal (gi) endoscopic procedures. The snare can be used with or without the use of monopolar diathermic energy. Us endoscopy received a report from (B)(6) medical center, indicating that following the use of the lariat® snare to remove a large polyp the physician observed a deep postpolypectomy defect of the mucosal tissue at the resection site. There was no harm to the patient, however clips were applied prophylactically. The patient was admitted for observation and was later discharged. There was no reported malfunction or defect associated with the device. The device was discarded by the user and is not available for evaluation. The lot number of the subject device was not known by the customer. Therefore the manufacturing records for the previous 3 lots received by the customer were reviewed. No manufacturing or quality problems were found and all inspections were completed with acceptable results documented. The subject device was not returned to us endoscopy for evaluation. Device discarded by the user.

Event description:
The lariat snare is an electrosurgical device designed to be used to endoscopically grasp, dissect, and transect tissue during gastrointestinal (gi) endoscopic procedures. The snare can be used with or without the use of monopolar diathermic energy. Us endoscopy received a report from (B)(6) medical center, indicating that following the use of the lariat snare to remove a large polyp the physician observed a deep postpolypectomy defect of the mucosal tissue at the resection site. There was no harm to the patient, however clips were applied prophylactically. The patient was admitted for observation and was later discharged. There was no reported malfunction or defect associated with the device. The device was discarded by the user and is not available for evaluation.